Event description:
The customer stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 197 mg/dl. The customer stated that he felt nauseous and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.